Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However,hardware low level failure alarm confirmed in pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an low level hardware failure. The customer¿s blood glucose was 14 mmol/l. Customer report she received insulin pump error occurred twice, first insulin pump error happened during a safety check as sensor readings and glucose readings had a difference so she decided to run a self test, second self test also gave insulin pump error, another self test failed during troubleshoot and gave pump error occurred again. Customer states they was able to rewind the pump. Customer was able to successfully clear the alarm. Customer reports that fill cannula was recorded in daily history. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.